Event description:
A healthcare professional reported that wrong values displayed when performing biometry. There was no surgical impact or harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).